Manufacturer narrative:
: Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a vertical gas break during the procedure. An alternate procedure (prk) photorefractive keratectomy was performed on another day.